Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: physical samples: the information in this complaint (B)(4) has been evaluated. The batch 6005988 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). Complaint investigations. 1 used set and 1 used tubing was provided for investigation. The following tests were performed: visual test according to wi version 2, the returned samples test passed functional test: underwater flow, according to wi version 1, the returned samples, test passed. A batch record review was conducted resulting in the following: the 6005988 was manufactured according to the wi version 70 manufactured in the multivac10, on 12/mar/2024, with a total of (B)(4) units. Glue-tubing review was conducted resulting in the following: the 4b03511 was manufactured according to the wi version 13 manufactured in the machine lc02, on 23/feb/2024, with a total of (B)(4) units. The 3l03557 was manufactured according to the wi version 13 manufactured in the machine lc02, on 24/nov/2023, with a total of (B)(4) units. The 4a02417 was manufactured according to the wi version 13 manufactured in the machine lc01, on 12/ene/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 11-mar-2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6005988 and no other complaint has been registered in tw since the last 12 months. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required. Reference samples: the reference samples for the lot 6005988 have already been previously tested in the pr 2003932 on 12-feb-2025. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report. DHR review: the lot 6005988 was manufactured according to the wi version 17 packaged the multivac mv10, on 12/mar/2024, with a total of (B)(4) units. Gluing of tubing: the lot 4b03511 was glued according to the wi version 14, machine lc02, with a total of (B)(4) units. The lot 4a02417 was glued according to the wi version 13, machine lc01, with a total of (B)(4) units. The lot 3l03557 was glued according to the wi version 13, machine lc02, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 06/feb/2025 against malfunction code leakage from tubing orthe interface between the tubing and the connectors and lot 6005988 and no other complaint has been registered in database for the same lot 6005988 and malfunction code. Conclusion summary of the related event: harm no reportable, no defect on tests, no nc raised during production and malfunction code, no further actions are required. Therefore, this issue will be monitored through the pms product trends and malfunction according to the omqr.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
To date, additional patient or event details were received which have been added in h11.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2024. The blockage was in the tubing. No further information available.

Manufacturer narrative:
E1: patient city - (B)(6). Patient country - canada.